Manufacturer narrative:
The evaluation of the returned pump did not confirm a device related issue. A direct relationship between the pump and the reported event could not be determined. Examination of the pump¿s blood contacting surfaces found soft, post-mortem depositions of fixed and clotted blood in the inflow conduit, outflow graft, outlet elbow and in the pump. The depositions had formed a thin, biological lining that extended from the inlet elbow through all three of the inlet stator, rotor, and outlet stator vanes, to the outlet elbow as one continuous piece. The observed depositions appeared to be acute formations, consistent with an interruption in flow, and did not appear to have formed while the pump was operating, due to the single, continuous structure. A correlation to the reported event could not be conclusively determined. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis, hemolysis, bleeding, right heart failure, renal failure, and hepatic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 54 days. (B)(4). The explanted device was received for analysis. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was discharged home, and returned to the hospital for a routine follow-up visit five days post-discharge. During the clinic visit, the patient was found to be in decompensated heart failure and required vasopressor support. The patients eventually developed acute kidney injury, became oliguric, and required ultrafiltration and continuous renal replacement therapy (crrt/uf). A thoracotomy for pericardial window and evacuation of hemothorax was performed. It was reportedly not clear if the pump was functioning appropriately. The pump parameters had remained stable; however, it was observed on echocardiogram that the left ventricle was unable to decompress despite increasing the pump speed. It was suspected by the vad clinician that elevation in the patient's ldh that was either from right heart failure, pump thrombus, or a kink in the outflow cannula. The patient remained on ventilator support with recurrent pericardial effusion and persistent right heart failure and renal failure. After developing multisystem organ failure, the patient expired on (B)(6) 2016. The cause of death was reported as congestive heart failure. No additional information was provided.